Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to hyperglycemia as well as diabetic ketoacidosis on (B)(6) 2019 at 3.00 pm. The customer blood glucose level was 600 mg/dl at the time of hospitalization. The customer was assisted with troubleshooting. The customer was treated with insulin drip and manual injections. Customer had using insulin pump system within 48 hours of reported high blood glucose event. Customer did not allege pump was under delivering. The device will not be returned for analysis.